Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she was at a spinning class and the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 137 mg/dl. Nothing further was reported.